Event description:
It was reported that the camara head was not communicating with the processor and exhibited a blackout and intermittent image during inspection for use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.